Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received information that a patient with a 25mm mitral valve implanted eight years, three months, underwent valve-in-valve procedure due to severe mitral regurgitation. A transcatheter valve was implanted inside the failing 25mm valve in the mitral position via ta approach. The valve sat nicely, had minimal perivalvular leak and did not obstruct the flow. The patient tolerated the procedure well and was transferred to sicu in stable condition. He was discharged home on pod #6 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm mitral valve implanted eight years, three months, underwent valve-in-valve procedure due to unknown reasons. A transcatheter valve was implanted inside the failing 25mm valve in the mitral position via ta approach. No additional information was provided.